Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they have pain sometimes once a week sometimes 4 or 5 times a week, "but they aren't real real bad and I can zap them and they go away." Patient stated they have been having some "real bad rainstorms and I hurt so bad." Patient reported once the rain starts pouring down it quits (agent understood they were referencing the pain). Patient stated their last pain lasted about 6 minutes and when they have a pain and they go to "zap their pain" by increasing the intensity. Patient stated it was taking forever to connect to the implant and that by the time they get to the page where they can turn the intensity up, their pain is gone (see related case). Patient spoke to their hcp this morning and were instructed to call mdt. Patient mentioned they have an appointment with their healthcare provider on the 30th of september and they asked their medtronic representative to be present at the appointment. Agent reviewed changing groups and redirected to hcp.